Event description:
The following information was provided by the initial reporter:additional information on entry description received on 15-07-2026:the nurse removed the posiflush syringe from the supply cabinet, unpacked it, and primed it. The syringe was then connected to the port-a-cath (pac) using a connector and used for flushing. During the flush, sodium chloride (nacl) solution was sprayed into the patient's face. The nurse examined the syringe and observed that it had a gap/crack.it was reported that "pp takes the posiflush out of the supply cabinet, unpacks it, and vents it; connects it to the pac using the connector"when did the incident occur?during use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.